Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9: yes return: 20-apr-2023 h3: yes h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: six (6) batteries (B)(6), one (1) battery charger (B)(6). Various an alyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the available auto logs report revealed no anomalies within the analyzed period. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The battery was able to charge on the test battery charger with no anomalies observed. A review of the battery's internal log revealed that a cell pair, at one point in time, reached the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing; the devices were able to charge and provide power with no anomalies observed. As a result, the reported battery not charging event was confirmed for (B)(6) ; however, the reported not charging event was not confirmed for the remaining devices. Based on the available information, a possible root cause of the inability of (B)(6) to charge can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. A possible root cause of the cell over voltage condition can be attributed, but not limited to, to a fully charged battery being connected to a battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery. Model #: 1650. Catalog #: 1650. Expiration date: (B)(6) 2022. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 20-apr-2021. Labeled for single use: no. Patient ime code(s): (B)(6) . Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Brand name: heartware ventricular assist system ¿ battery. Model #: 1650. Catalog #: 1650. Expiration date: 30-jun-2022. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 07-jun-2021. Labeled for single use: no. Patient ime code(s): (B)(6). Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705 . FDA method code(s): b21 . FDA results code(s): c21 . FDA conclusion code(s): d16 . Heartware ventricular assist system ¿ battery . Model #: 1650. Catalog #: 1650. Expiration date: 31-aug-2022. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no . Mfg date: 11-aug-2021. Labeled for single use: no .patient ime code(s): (B)(6). Imf code(s): f26 . Img code(s): g02002 . FDA device code(s): a0705 . FDA method code(s): b21 . FDA results code(s): c21 . FDA conclusion code(s): d16 . Heartware ventricular assist system ¿ battery d4: model #: 1650. Catalog #: 1650. Expiration date: 31-aug-2022. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 11-aug-2021. Labeled for single use: no . Patient ime code(s): (B)(6) . Imf code(s): f26 . Img code(s): g02002 . FDA device code(s): a0705 . FDA method code(s): b21. FDA results code(s): c21 . FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery . Model #: 1650. Catalog #: 1650. Expiration date: 30-jun-2023. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 16-jun-2022. Labeled for single use: no. Patient ime code(s): (B)(6). Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705 . FDA method code(s): b21 . FDA results code(s): c21 . FDA conclusion code(s): d16 . Heartware ventricular assist system ¿ battery charger . Model #: 1610. Catalog #: 1610. Expiration date: 30-nov-2019. Serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-nov-2018. Labeled for single use: no. Patient ime code(s): (B)(6) . Imf code(s): f26 . Img code(s): g02003 . FDA device code(s): a070603 . FDA method code(s): b21 . FDA results code(s): c21 . FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery charger was not charging, also that six batteries were not charging. It was stated that the battery charger was not charging the batteries despite the green power led was on. The battery charger and the six batteries were replaced. No patient complications have been reported as a result of this event.